Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that customer experienced sensor glucose versus blood glucose differences. It was reported that sensor glucose was 64 and blood glucose was high. Customer was not able to communicate with helpline.